Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient doesn't use it anymore and stopped charging it. There was no allegation against the therapy. Overdischarge information was reviewed. No further complications were reported. Additional information was reported that the patient was presented at the clinic and stated that she needed an MRI and wanted to get her ins placed in MRI mode. The patient stated that it has been between 2 and 3 years since she has used the device. The rep was unable to read the battery with the programmer or recharger. The doctor discussed what to do with the patient and the md decided to get a x-ray to confirm battery and lead placement for documentation purposes. The issue was reported to be resolved. It was later reported that the patient's ins is still in overdischarge. No further information was reported. Additional information was received from healthcare professional (hcps). It was reported that the patient's chart had a note that the patient had met with a manufacturer representative (rep) on an unknown date to get the ins charged up, but the rep was unable to get the ins charged. The ins was dead and had been off for at least 6 months. No symptoms were reported. The hcp reported the patient had an appointment with their managing physician on (B)(6) 2020. MRI guidelines were requested, so MRI compatibility was reviewed and they were redirected to the physician to complete an MRI eligibility form. No further complications were reported or anticipated. Additional information was received from a rep. The rep reported that the patient had not used the ins for 3 years. The patient was seen to have the ins removed. The patient's ins was overdischarged for a second time. The patient didn't like to charge.